Manufacturer narrative:
Sterile barrier of the pouch containing the femoral implant component was compromised. The implant was flash implant component was compromised. The implant was flash sterilized at the hospital and surgery was completed. The packaging was returned and a small puncture was observed on the inner and outer pouch. A small indent was present on the inner surface of the product box. Review of the device history record indicates that the device was manufactured to specification. All processing steps were completed successfully.

Event description:
Sterile barrier of pouch containing the femoral implant component was compromised. The implant was flash sterilized at the hospital and surgery was completed.